Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. Customer was able to dismiss the alarm and resume insulin therapy. The following day, the customer reported receiving multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. However, tandem's technical support verified only one cartridge alarm in the history. It was indicated that the customer was able to load a new cartridge successfully. There was no reported impact to the customer's blood glucose level.